Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During preparation, a non-boston scientific guidewire became entangled with the catheter. The procedure was completed with another of the same device. The patient was stable, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the catheter was entanglement with the guidewire. Also, the sheath was observed kinked. Microscopic inspection revealed the imaging window and the sheath were observed with ripples, and the catheter was observed twisted. E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During preparation, a non-boston scientific guidewire became entangled with the catheter. The procedure was completed with another of the same device. The patient was stable, and no patient complications were reported.